Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The rv lead was capped and not replaced. No patient compli cations have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: c60a1b implantable pulse generator 2003-(B)(6). (B)(4).